Event description:
There was sparking from an insulation defect of the bayonet forceps. Mucosal burns of right buccal surface and lip. The skin was not injured. It should heal without significant scaring.